Event description:
Months ago, customer performed aneuvysion test (lot number 406681) on amniotic fluid. The aneuvysion result for the pt (normal result) was reported outside of the lab. The child was born with down syndrome, the customer re-tested the same amniotic fluid (which was stored during this time), with other aneuvysion lot number and the result was positive for the trisomy 21. The aneuvysion lot in question (lot number 406681) was tested internally and has performed as expected. The investigation continues. Abbott molecular is in contact with the user facility to determine root cause of this incident. No actions have been taken. There is no evidence of malfunction. No harm to pt (child) was done. This incident is being reported due to the mental anguish anticipated on parents of a child with down syndrome.